Event description:
It was reported that a patient presented for follow up. Device interrogation revealed inappropriate shocks due to non-ventricular tachycardia rhythm from the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was stable.